Event description:
Customer reported that paramedics were called iin response to a low blood glucose level. Customer reported that she is currently breastfeeding her newborn and did not have her insulin pump setting adjusted for that. Customer believes that is what caused the low blood glucose level. Blood glucose levels around the time of admission were 13 mg/dl, 23 mg/dl and 34 mg/dl. Customer reported having a recent blood glucose level of 536 mg/dl. Customer treated with an insulin pen. Blood glucose level at the time of the call was 314 mg/dl. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.